Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2022, the patient was transferred to intensive care unit (ICU) for monitoring and treatment after underwent cardiopulmonary resuscitation on (B)(6) 2022. Now, the patient was in coma, tracheotomy and mechanical ventilation and a gastric tube was continuously injected with enteral nutrition. It was stated that the foley catheter inserted on (B)(6) 2022 was retained and connected to the precision urine bag. The yellow clear urine was drawn out. On (B)(6) 2022 at 7:30, the patient had a small amount of urine leakage from the urethra and it was reported to the doctor, but no special treatment was given. At 10:20, the patient was turned over and made the bed unit. At 11:40, it was found that the patient¿s quilt was soaked. When the quilt was opened, about 100ml of urine overflowed from the patient¿s urethra. The user tried to pull the catheter gently, the catheter was found to be loose and pulled out easily. It was immediately reported to the doctor and the urinary catheter was replaced. It was mentioned that the urinary catheter balloon was ruptured.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to user related (example: contact with sharp object/ exposure to petroleum based products/ mechanical failure/ operator error). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use the product of have latex allergy. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2022, the patient was transferred to intensive care unit (ICU) for monitoring and treatment after underwent cardiopulmonary resuscitation on (B)(6) 2022. Now, the patient was in coma, tracheotomy and mechanical ventilation and a gastric tube was continuously injected with enteral nutrition. It was stated that the foley catheter inserted on (B)(6) 2022 was retained and connected to the precision urine bag. The yellow clear urine was drawn out. On (B)(6) 2022 at 7.30, the patient had a small amount of urine leakage from the urethra and it was reported to the doctor, but no special treatment was given. At 10.20, the patient was turned over and made the bed unit. At 11.40, it was found that the patient¿s quilt was soaked. When the quilt was opened, about 100ml of urine overflowed from the patient¿s urethra. The user tried to pull the catheter gently, the catheter was found to be loose and pulled out easily. It was immediately reported to the doctor and the urinary catheter was replaced. It was mentioned that the urinary catheter balloon was ruptured. Per follow up information received via ibc on 24-sep-2022, it was stated that there were no missing pieces of balloon found inside the patient. The urine leakage was due to balloon burst.